Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller was working well, and they also observed that controller was slightly hot. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "overheating". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. During functional testing, the controller surface felt normal to the touch. Thermal pictures taken of the controller's internal surfaces show that its electronic components are operating within the manufacturer recommended range. As a result, the reported event could not be confirmed. The event could not be verified at the bench level. No failure detected. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.